Event description:
It was reported that the user experienced recurrent nocturnal low glucose while using the ilet system, including a blood glucose of 30 mg/dl that the user treated with fast-acting carbohydrates, and the user subsequently discontinued pump use and requested assistance with a factory reset and a possible change to the cgm target range. Symptoms included hypoglycemia with associated confusion or disorientation, dizziness, and headache. Outcomes included an unexpected medical intervention in the form of oral glucose administration. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed that there were no specific findings available, the device-related problem and component could not be characterized due to insufficient information, and a distinct device malfunction was not established. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.